Event description:
It was reported that prior to starting-pre-anesthesia of a da vinci-assisted surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported they are receiving error messages on the front of the electrosurgical unit (esu). The tse viewed live logs and confirmed multiple esu errors. The tse walked the customer through a hard power cycle of the esu, but it powered on with the same errors. It was confirmed there were no cables plugged into the front on the esu, and it was erroring while sitting unused. The customer confirmed they will be continuing the case on another da vinci system. The procedure was completed with another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the u-01 error. The system was tested and verified as ready for use. Isi received the iesu associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the unit faulted during in-house testing. The unit will be returned manufacturer for further analysis/repair. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the reported issue as the integrated electrosurgical unit (iesu) faulted during in-house testing. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.